Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure, lens did not forward correctly from the mechanism. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there was no patient contact.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event of lens did not forward correctly from the mechanism with no patient contact does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).